Manufacturer narrative:
Device lot number and UDI unavailable at the time of filing. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while setting up equipment and delayed the surgery by less than one hour. It was reported that the perc pin adapter was did not sit securely on the perc pin. This caused the reference frame to occasionally drift and then it had to be repositioned. The surgeon would verify accuracy when it occurred and proceeded with the case. The surgery was completed with navigation and there was no impact on patient outcome.